Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that shaft detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A guidezilla¿ guide extension catheter was selected for use. After using the opticross, the guidezilla was tried to be removed and it was noted that the collar part became separated from the shaft inside the non bsc guide catheter. The procedure was completed with a different device. There were no patient complications reported.